Event description:
It was reported that during the implant procedure, an atrial lead insulation break occurred when the physician attempted to place the lead medially to the clavicle and first rib. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted.